Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) value was in the range of 60-511 mg/dl. The customer went to the emergency room (ER) as a result of the elevated bg. The cause was unknown. The customer was treated with intravenous fluids and manual injections to address the high bg. Reportedly, customer left the ER the same day with customer in stable condition. Customer's bg level upon leaving was 242 mg/dl.